Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this pt passed away seven days post-implant. Our company became aware when the pt's daughter called medical records stating the pt death was due to a punctured lung that occurred during the implant procedure. It is not known if the products were removed from the pt post-mortem. The field rep that was present at the procedure confirmed he was not aware of the reported events, but would follow up with the implanting physician for additional information. Should additional information become available, this report will be updated.